Event description:
"Baxter minivolume extension set found to be leaking." No additional information is available.

Manufacturer narrative:
The sample has been requested, but has not been received; should the sample become available and is evaluated, a follow-up report will be submitted. Review of the complaint history reveals similar reports have been received for this product, ic8290, for the reported issue.